Manufacturer narrative:
Product ID 97755 lot# serial# nlf106705n implanted: explanted: product type recharger was returned and the analysis shows couldn't replicate rm03 error code and found ins and recharge antenna failure with antenna test temp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was that when they were trying to charge the implanted neurostimulator, the system problem rm03 message would appear. Patient stated that they reset the controller multiple times, but the issue persisted. Patient said that they would recharge for maybe five minutes and then the message would appear again. Agent asked the patient if the recharger was getting warmer than normal and patient confirmed that it was. During the call, patient saw no visible damage to the recharger cord. Patient reset the controller. The issue was not resolved. Agent reviewed information and meaning of system problem rm03 message. An email was sent to the repair department to replace the recharger. No symptoms were reported.